Event description:
The manufacturer's international service technician reported e/c 1007 (machine and proximal pressure sensors failed) occurred during operational check. There was no patient involvement.